Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have not received any sample for analysis. Without closed and/or defective samples a proper analysis cannot be carried out. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because samples have not been received. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The customer reported that at 8:30 am of (B)(6) 2025, the patient was hospitalized due to trauma. The doctor washed the upper arm wound with normal saline, removed the sediment in the wound, stopped bleeding, performed layered suture, covered with sterile dressing. In the evening, the patient had pain and discomfort at the upper arm wound, the doctor torn the sterile patch to look at the suture, and the monosyn synthetic absorbable surgical suture broke. Repeated suturing can result in wide scars at the patient wound, delaying healing and prolonging recovery. Description of root cause analysis (by reporter): 1 reason for monosyn synthetic absorbable surgical suture quality. 2 the patient was hypermobile and tense. Preliminary handling of event:the doctor immediately gave local anesthesia to the affected area, removed the broken suture, sutured again, and gave anti-infection treatment. Further information has been requested as user informs monosyn suture for skin closure and the informed code is a novosyn with internal use code.